Event description:
Report received of an over-delivery. It was reported that a post-op surgical pt ws receiving maintenance fluids of d5.45ns with 20meq kc1, 1000ml at a rate of 150ml/hr. The customer reported the infusion was complete after five hours, when the infusion should have been completed in seven hours. There was no reported adverse event and no medical interventions were required. Though requested, no additional info was available.